Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of MDR # 2024601-2011-00102.

Event description:
Regulatory agency provided report from healthcare professional who noted: "alcl death reported from literature [...]. The cause of death is noted as mediastinal mass, post-obstructive pneumonia." Device status and affected side are unknown. Histopathological markers were not reported. This was found to be a duplicate of MDR #: 2024601-2011-00102.

Manufacturer narrative:
In response to FDA report number mw5087744. The events of lymphoma and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the reported events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is unknown as device status was not reported.

Event description:
Regulatory agency provided report from healthcare professional who noted: "alcl death reported from literature [...]. The cause of death is noted as mediastinal mass, post-obstructive pneumonia." Device status and affected side are unknown. Histopathological markers were not reported.